Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post left shoulder surgery, the patient started to complain about pain under their armpit and tenderness along the lateral aspect of the device. The device was repositioned. The patient was stable.